Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to be missing three pan screws. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be missing pan screws. To correct this condition, the screws were replaced. If any additional information is received, a follow-up MDR will be sent.